Manufacturer narrative:
Breach in sterility occurred causing the complaint to be reportable.

Event description:
We would like to inform you of the following issue: we were notified of a complaint from a customer stating that they received a blade packaging that was improperly cut. The sample was received and the reported concern has been confirmed. As you can see the component's packaging was not cut properly and exposed a portion of the blade. We want to ensure that you are aware of this issue and that we do require a response.